Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 289-400's mg/dl. A correction bolus was delivered to address bg level. A system check was performed and it was found that the customer had air bubbles within their infusion set tubing and that the customer had disconnected their cartridge from the luer lock connection. An infusion set tubing change was performed to address the issue.